Manufacturer narrative:
The insulin pump had pump error alarm noted in the pump history and critical pump error due to out of specification force sensor zero offset. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump was damaged. It was reported that they had crack on battery compartment. Customer¿s blood glucose was unknown at time of incident. Insulin pump was returned for analysis.